Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va16t00, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
A patient reported via manufacturer representative (rep) that the lead was removed and replaced. The patient stated that he had efficacy with the trial, but not the implant. The patient had a fluttering sensation with the current device. The patient noted the fluttering does not help with his bowel symptoms. The patient noted he had programming and reprogramming done by his healthcare professional (hcp). The patient noted he had an x-ray done and impedances were tested and were all normal. The rep reported unknown signs or symptoms related to the issue. The patient denies any falls. The patient had a surgical replacement of the lead on (B)(6). The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.